Event description:
A pt required follow up surgery to replace loose craniomaxillofacial screws that secure the sophono implant to the pt's mastoid. The sophono implant was also replaced. There is no reported product problem associated with the screws (manufactured by (B)(4)) or the original sophono implant.

Manufacturer narrative:
Additional information from the reporter was requested but not provided. The device was not returned for evaluation. There is no information suggesting the sophono implant failed to meet specification or perform as intended.